Manufacturer narrative:
This 3500a MDR was submitted in error. The regulatory reporting for this device is the responsibility of the manufacturer (nissha medical technologies ltd.) And not boston scientific. Therefore, please note that this event should not have been reported on a 3500a MDR form by boston scientific.

Event description:
It was reported that patient had a second degree burn.

Event description:
It was reported that patient had a second degree burn.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.